Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) was suspected to be depleting prematurely. This ICD is expected to be replaced and returned to boston scientific for analysis, however this device remains in-service at this time. No adverse patient effects were reported. Additional information was received. This ICD was replaced successfully. No additional adverse patient effects were reported.